Event description:
The customer reported that their olympus high definition lcd monitor was experiencing a power failing issue during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. However, the device evaluation has not yet begun, and the investigation is ongoing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the power turned off due to a faulty printed-circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the power turned off most likely due to a faulty printed-circuit board. The specific root cause of the faulty printed-circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.